Manufacturer narrative:
The device was returned for analysis. The steering knob and o-ring were separated from the steering hub. A closer inspection of the hub surface found an incomplete ultrasonic weld. Bent center support was found approximately 42mm from the end of the tip. Torn shaft was found approximately 97cm from the end of the tip. The o-ring measured in specifications at 0.1035 inches thick and 0.709 inches ID.

Event description:
Reportable based on device analysis completed on 05nov2019. It was reported that the steering knob fell off. During a pathway ablation procedure for palpitations, prior to inserting the catheter into the patient, the glue failed on the intellanav mifi open-irrigated ablation catheter's steering mechanism, causing the steering knob to fall off upon initial testing. The catheter was replaced, and the procedure was successfully completed without serious injury or adverse patient effects. Device analysis revealed torn tubing in the main shaft.